Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up and down arrow keypad buttons had a delayed response to user presses. The reporter denied damage to the keypad and noted water corrosion in the battery compartment. The patient reportedly wore the pump on a waistband and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: all of the keypad buttons were found to be responding. The keypad was removed and no contamination was observed. Unrelated to the event the battery compartment was found to be cracked. Contamination was found inside the battery compartment.